Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code for the lifestent 5f vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f060603c vascular stent allegedly experienced material deformation. This information was received from one source. The event involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.